Event description:
It was reported the catheter was placed into the male patient's radial artery in the intensive care unit. When taking blood samples, they experienced difficulty and decided to exchange the catheter. At which time, they noticed the catheter was cracked. There was a delay in treatment with no patient harm and no patient death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.